Event description:
It was reported that there was no power to the 2800 system. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the surge suppressor pcb. The system was tested and found to be working as intended and placed back into service.